Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the customer¿s reported ¿poor image quality¿ could not be reproduced or confirmed. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the ¿poor picture quality¿ issue was not confirmed. The technician was unable to reproduce the problem on the unit. A rattling noise was found inside the cable connector component. The connection to processor section had a crack in both sides. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition camera head presented poor picture quality. No patient injury or procedure impact reported.